Event description:
It was reported that during a photovaporization treatment of the prostate, it was noted that the laser console footswitch was rusted, and the yellow pedal was stuck making it impossible to use. There was no patient complication due to this event.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported footswitch stuck on position cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during set up for a photovaporization treatment of the prostate, it was noted that the laser console footswitch was rusted, and the yellow pedal was stuck making it impossible to use. The procedure was completed without patient complications.